Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) crown became stuck in a lesion during attempted treatment of a left circumflex artery (lcx). The guide wire brake was opened and glide assist was attempted, however, the oad crown remained stuck. An unclear part was observed protruded into the left anterior descending artery (lad). The patient was hemodynamically stable and was transferred to another facility for heart surgery. It was noted the lesion had already been prepared with balloon angioplasty. The oad handle was cut prior to the patient undergoing surgery. No additional information was provided. Additional information was received indicating the surgical intervention was successful in retrieving the component. There was no clear indication as to why the device became stuck. The patient received a bypass graft. The patient was in stable condition.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) crown became stuck in a lesion during attempted treatment of a left circumflex artery (lcx). The guide wire brake was opened and glideassist was attempted, however, the oad crown remained stuck. An unclear part was observed protruded into the left anterior descending artery (lad). The patient was hemodynamically stable and was transferred to another facility for heart surgery. It was noted the lesion had already been prepared with balloon angioplasty. The oad handle was cut prior to the patient undergoing surgery. No additional information was provided. Additional information was received indicating the surgical intervention was successful in retrieving the component. There was no clear indication as to why the device became stuck. The patient received a bypass graft. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported stuck crown and foreign body in patient appears to be related to operational context. In this case it is likely that the reported stuck crown and foreign body in patient are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.